Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified the failure mode as a worn carbon bridge. The fse replaced the carbon bridge and decontaminated the ise flow cell to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of negative anion gaps on patient samples for ion selective electrode (ise), including sodium (na), chloride (cl), potassium (k), calcium (ca), and carbon dioxide (co2), and false high k patient results. The exact number of erroneous results is unknown as patient data was not available. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) was within specification prior to the event. The customer did not provide patient data or demographics.